Event description:
Additional information received indicated that the patient was seen by "cs" on (B)(6) 2012 and had good coverage.

Event description:
It was reported that the patient was having difficulty recharging, taking so long. It was initially thought that the device could be in overdischarge; however, the patient was getting the recharge screen with the boxes. Subsequent information received reported that the patient was scheduled for a possible replacement today. Please refer to manufacturer report no. 3004209178-2012-08160 for additional patient and device information. Further information received reported that the patient had the entire system replaced on (B)(6). It was noted that follow-up was scheduled for (B)(6). If/when additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).